Event description:
I received an essure I believe in (B)(6) 2011. I immediately started swelling on my legs, arms and had red itchy welts mostly in my hot spots, but in general all over. I have massive headaches, joint pain and lately, severe pain in my right side. I chose another opinion this dr did blood test and said I was healthy and should cut out sodium. I just turned (B)(6) and feel painfully old. I saw the news and this was news to me all this is from essure. At least I know what's wrong and I'm not alone, but now I might need a hysterectomy to end the pain.